Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy delivered by the implantable cardioverter defibrillator for supraventricular tachycardia, that was incorrectly diagnosed as ventricular fibrillation. Programming interventions were made. The patient's condition was stable.